Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states that after primary reverse tsr took place on (B)(6) 2017 the patient dislocated twice. The surgeon then decided to revise the patient on (B)(6) 2017 by implanting a larger glenosphere (42 eccentric) and +9 standard cup. Patient was stable on post op evaluation. Doi: (B)(6) 2017; dor: (B)(6) 2017; unknown shoulder.

Manufacturer narrative:
(B)(4). Investigation summary: the device was not returned for analysis. The DHR analysis performed for batch 5293718 did not reveal any anomalies that could be related to the issue reported on the complaint. No other analysis was possible because the x-rays or medical records were not provided. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Device history lot : the DHR analysis of the batch 5293718 shows an initial conformance of these products with regards to their specification. For this batch, there was no deviation or non-conformance. (B)(4) parts were manufactured in july 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.